Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that she was hospitalized due to high blood glucose and diabetic ketoacidosis. The blood glucose reading was 1020 mg/dl. The insulin pump alarmed for a button error and the customer removed the battery and disconnected from the insulin pump and took a shower. The customer threw up after the shower and tried to treat with manual injection and it did not bring the blood glucose down. The customer was not wearing the insulin pump at the time of the event and had taken it off prior to the shower. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.